Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteral holmium laser lithotripsy in the right ureter performed on (B)(6), 2021. During unpacking, the physician found that the polaris loop ureteral stent was fractured. The procedure was successfully completed with another polaris loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the stent shaft was broken, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(4). The returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the catheter was found with the shaft detached separate. No other problems with the device were noted. The reported event of coil detachment of device or device component was not confirmed. During manufacturing process, the units are inspected in order to detect or avoid defects, however, there is no control in how devices are handled in the field. Additionally, the stent did not returned without the suture string, the stabilizer, and the positioner. Outside the original pouch, it is evidence of the stent was manipulated. Therefore, the failures found (shaft detached) is a issue that could have been generated by the user or due to the interacting of the device with the suture string during use and manipulation or excess of force applied during it use. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.